Event description:
It was reported that pacing delayed for about three seconds after the pulse generator was connected to the lead. When the physcian tried to confirm the pacing output for a few minutes, pacing suddenly stopped. The device was reconnected to the lead and pacing stopped intermittently. A new pacemaker was implanted.

Manufacturer narrative:
Na